Event description:
A malfunction was reported on pump, and there was no adverse impact on the customer¿s blood glucose level. The customer¿s pump was included in a field correction, and tandem technical support was set to replace the pump. The customer will use mdi as a backup therapy to ensure insulin delivery is uninterrupted. Instructions were provided to put the pump into storage mode and return it to tandem. A replacement pump was sent to the customer, and they acknowledged the steps necessary upon receiving it.